Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt was unable to securely latch with a test monitor.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot securely latch with a test monitor) has been confirmed. As received, the belt failed incoming functionality testing. Upon investigation the electrode belt had bent trunk cable connector pins which prevented the belt from connecting to a monitor. The root cause for the bent pins could not be positively identified but was likely excessive force when connecting the electrode belt to a monitor. No adverse event resulted from the defective electrode belt.